Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in-clinic during a follow- up, post-sensed t-wave oversensing was noted. The oversensing was noted on real-time egm. Programming changes were recommended.